Event description:
Manufacturer´s ref. #: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia workstation at the hospital and concluded that the printed circuit boards pc1920 control and pc1921 monitoring needed to be replaced. The pc boards were replaced and returned for investigation together with the device logs. After the replacement, the anesthesia workstation was successfully tested and returned for clinical use. The received logs confirm the reported issues but during simulated use testing of the pc boards in a reference device, the reported issues could not be reproduced. We are therefore unable to determine the true cause of the reported issues.

Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for high airway pressure and also technical error codes indicating a pressure issue and ventilation error. There was no patient harm. Manufacturer´s ref #: (B)(4).